Manufacturer narrative:
Additional information: analysis results became available for the computer that was returned to medtronic. The computer booted normally to the application screen, and no unresponsiveness was observed. However, after extended burn-in testing errors were found on the (B)(4). The computer had an intermittent ram module. It was determined that there was a failure with the computer related to a ram malfunction. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. A medtronic representative provided an update stating that the system was recently used and it worked great.

Manufacturer narrative:
A computer was returned to medtronic but was under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that during the case during the registration task, no instruments were seen. When opening camera details, the system became unresponsive. The site clicked in different areas but received no response. After a reboot, the site was able to register and proceeded to the navigation task. The first time the surgeon brought an instrument into the field the system went unresponsive again. The site used another medtronic navigation system to proceed with the case. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome. A medtronic representative (rep) was not able to replicate the issue while troubleshooting; the rep tried to see if the system would become unresponsive in the cranial software but it did not.